Manufacturer narrative:
The accounts maintenance adjusted the CPR cable to repair the bed.

Event description:
The account stated the CPR will not lower the head section but it will lower from the side rail switches.